Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. An a47 alarm was noted in the alarm history file due to a corrupted history file and unable to confirm e70 error alarm due to history file overwritten with a47 alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 235 mg/dl. The parent reported that the drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.